Event description:
The customer reported via phone call that they were experiencing no delivery alarms on multiple sets during the night. Customer stated that the insulin did not exit the tubing and the pump alarmed no delivery during troubleshooting. Customer pushed the insulin slowly through the tubing and stated that the insulin exited the tubing with the manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer will be sent 2 replacements of each set and reservoir. Customer was advised to properly tug on the connector to make sure the needle on the tubing connectors perforates through the rubber sectum on the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.